Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. Power error detected alarm noted due to connector resistance issue j6 /pcb 1.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.